Event description:
It was reported that during implant of the low voltage lead, the lead helix would not extend properly and required greater than 30 turns for extension. The lead was not implanted and an alternative lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.